Event description:
Boston scientific received information that that a possible right ventricular perforation was suspected. During a surgical procedure, no issue was observed, and the lead was successfully repositioned. No other adverse patient effects were observed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was provided that the issue with this right ventricular (rv) lead was that it had actually dislodged and had not perforated the heart wall. The rv lead was successfully repositioned and remains implanted and in service. No additional adverse patient effects were reported.